Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2020, product ID: fr995 valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. It was also noted that the implantable pulse generator (ipg) exhibited premature battery depletion. Both leads were capped and replaced and the ipg was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No patient complications have been reported as a result of this event.